Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or review.

Event description:
In this event it was reported that a patient "with many allergies" had an allergic reaction the day after undergoing a restorative procedure that included the use of jeltrate chroma, among other materials. The patient experienced swelling and used an epi pen, then went to the hospital where she received a cortisone shot.